Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was ext rinsically over-rotated. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a perforation and pericardial effusion. It was also noted that there was placement difficulty with one of the leads. A pericardiocentesis procedure was performed, and the leads were explant ed. No further patient complications have been reported as a result of this event.